Manufacturer narrative:
Patient presented with pain; underwent pocket revision to re-position device (no explant); patient is now feeling fine. No further action to be taken.

Manufacturer narrative:
Attempting to follow up with patient and / or provider to determine outcome and retrieve explanted device for analysis (if an explant was performed).

Event description:
Dr. (B)(6) has a pocket revision scheduled for today for a patient due to the device flipping in the pocket during activity. This is causing the patient pain. Dr. Packer will plan to revise the pocket. Dr. Packer wishes we had a bottom anchor spot in the ipg for this problem.